Manufacturer narrative:
At the time of this report, mentor has received no information regarding an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female underwent primary breast augmentation with an unknown mentor prosthesis. The patient reported that on (B)(6) 2018, she fell and noticed her implant had visibly deflated. The patient did not report device type, but based on event description and visible change in breast size, this is most likely a saline device. She is planning on seeing physician, but revision date is still pending.